Manufacturer narrative:
The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: the manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4) is used. Initial reporter city/state: the customer did not provide address information. However, she reports purchasing the device in (B)(6). PMA / 510(k)#: the 510(k) number is unknown as the catalog number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If additional information or samples are received after this time, a supplemental report will be filed.

Event description:
It was reported that the customer reached into the plastic packaging to retrieve the suspect device and received a needle stick injury. She reports that an extra loose needle stuck into her middle finger. She checked all remaining needles in the bag and noted they all had their needles.